Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed 16mg/250cc at 45cc/hr. With a spectrum iq pump, the patient's blood pressure decreased to 62/27. It was reported the infusion was not flowing. The levophed was increased from 45 to 250 cc/hr with no effect on the blood pressure. The patient received intravenous phenylephrine (0.2mcg) and the levophed was flushed. The spectrum pump was changed, and the patient¿s blood pressure increased (systolic 193) subsequently the levophed was reduced to 45cc/hr. No additional information is available.

Manufacturer narrative:
Information from the event history log in the first follow up regarding occlusion alarms were not included. The customer updated that the collapsed tubing issue is upstream occlusion and is not related to the set. The device was tested and found to be within specification and the reported problem could not be reproduced during evaluation. No component could be determined for causality and therefore no correction was required. No additional investigation is required for this complaint; therefore, the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information b5: the tubing collapsed over the pump during the infusion. Additional information was received stating the collapsed tubing issue was an upstream occlusion and was not related to the set. Corrected information h6 :device problem code a070908 was added to capture the device failure to detect the collapsed tubing. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device passed flow testing and was found within specification when evaluated for the reported failure to detect an upstream occlusion, the reported issues were not reproduced. The event history log review was performed, the infusion completed and no abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.